Event description:
It was reported the patient died of asphyxiation due to extrication of tracheostomy tube with complications thereof. Significant contributing factors were reported to be congestive heart failure due to cardiomyopathy with implanted pacemaker/defibrillator, history of hypertension, chronic obstructive pulmonary disease, alcoholism, psoriasis, and recent aspiration pneumonia with septic shock. There is no allegation from a health care professional that the death was device related.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B) (4) no anomalies found. (B) (4). Proximal segment returned and analyzed.